Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error in pyxis order to kardex. A technical support specialist (tss) found that pyxis 3 and 4 were sending refill requests for the medication identification (medid) 38192 trocar which had not been used in over 90 days. The tss ran inventory report, found each station just had one pocket each with that medication, but pyxis 3 and 4 both showed it on auxiliary tower 2.16. The tss connected to the carefusion coordination engine (cce), reviewed the just in time (jit) inventory database and found no ghost pockets for medid 38192 in pyxis 3 or 4. The tss checked the jit trigger history and confirmed the medid 38192 did not generate any refills, cleared out inventory for all stations, resynchronized to clear out any potential ghost pockets. The customer also raised concerns about replenishments. The tss informed the customer that the replenishment was not sourced from the cce and suggested following up with the replenishment provider to clarify why refills were being received. The tss proceeded to close the case, as no further issues reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system had errors in the replacement of the trocars. Customer mentioned that there was no movement in pyxis 3 and 4, but it was requested in the kardex order. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.